Event description:
It was reported to boston scientific corporation on january 26, 2009, that a radial jaw 3 biopsy forceps was used during a procedure performed in 2009. According to the complainant, while inside the pt, prior to completing the biopsy, the physician found the jaws of the device difficult to open and close. The device was removed from the scope, where the physician determined that one cup would not move. The procedure was successfully completed with another radial jaw 3 biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.